Event description:
Customer inspected cryocyte bag, and noticed that there was a large plastic particle inside the bag. The plastic particle was a millimeter in size. Additional information received: found particle prior to fill. Did not use bag and they would like to know what the particle analysis is. Approximately 1mm in size.

Manufacturer narrative:
Baxter medical assessment: additional information revealed that this is a case of particulate matter (possibly plastic) on a cryocyte bag prior to fill. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter. We are currently awaiting the sample for further evaluation of the product.